Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2021. An adverse event was reported through a post market survey for tutomesh® for breast reconstruction application. The survey indicated that the dr. (B)(6) ( 15 years' experience with the product; 10 - 20 cases/year), has experienced the following post-operative complications: implant loss, infections, inflammation and seroma formation in 1 - 5 % of cases; and red breast syndrome in less than 1% of cases. Additional information has been requested. To date, no additional information has been received.